Event description:
Patient received hip tep right side. Revision because of deformation/wear of pe inlay.

Manufacturer narrative:
Examination of the returned devices by a depuy principle engineer confirms implant eccentric loading and neck impingement. Review of provided post-primary patient x-rays by a depuy principle engineer finds acetabular alignment was not optimal. The pre-revision x-rays showed signs of edge loading. The patient is a (B)(6) female with a calculated bmi of 34.9. The patient is considered obese. The weight of the patient exceeds the prosthesis recommendations. There are warnings against improper prosthesis selection or alignment, inadequate fixation, and use where contraindicated or in patients whose medical, physical, mental, or occupational conditions will likely result in extreme stresses to the implant that may result in pre-mature failure. It should be noted the returned femoral head is not a depuy device, and provided radiographs indicate the stem is not of depuy design either. This use of depuy devices in conjunction with competitors product is not recommended and is considered off label use. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.